Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the service center with a report of the "the bolus button does not work on this unit." No specific patient or event details were provided. Multiple unsuccessful attempts were made to obtain additional information.